Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that the patient condition was the delivery issues. The failure mode will be monitored and trended. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The medical center discarded the impella product at the time of explant. There can be no benchtop analysis to root cause. Should more information be shared that leads to root cause, a final report will be forthcoming. The failure mode will be monitored and trended. Of note the IFU states: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The us complainant had a failed delivery of the 5.5 despite all troubleshooting measures and angioplasty of the vascular/arterial path. The graft then pulled away from the artery and vascular repair was needed. The axillary artery was repaired with surgical sutures. The 5.5 delivery was aborted.